Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has been experiencing discomfort and pocket heating during recharging their ipg. As a result, the patient's ipg was explanted and replaced. The issue was resolved and therapy has been restored.